Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie row was not detected on bus. A field service engineer rebooted the station, that recovered the drawer and the cubie pockets. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system main drawer 3.1, pockets b1 - b6 was not detected on bus. The customer reported that they have restarted the pyxis, but still not recovered. The user managed to get medication available from the additional devices and the in-patient pharmacy. The customer confirmed that this did not cause any delay in patient care and no patient harm. There were no adverse events or injuries reported based on this incident.